Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. Correction to h6: a072202/low impedance was added to the device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. An additional code was observed, but not documented by the clinic. It was unclear whether the delivered shock was due to true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had a long history of non-compliance with medications and follow-up with the clinic. One ventricular episode showed the shocking circuit was impacted and the shock electrogram (egm) was flat. Review of other episodes showed behavior consistent with a make/break connection, and the presenting egm showed abnormal tracings. Recent interrogation showed a shock impedance measurement of 3 ohms. A few days later, the ICD was explanted and replaced, and the non-boston scientific right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. An additional code was observed, but not documented by the clinic. It was unclear whether the delivered shock was due to true ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had a long history of non-compliance with medications and follow-up with the clinic. One ventricular episode showed the shocking circuit was impacted and the shock electrogram (egm) was flat. Review of other episodes showed behavior consistent with a make/break connection, and the presenting egm showed abnormal tracings. Recent interrogation showed a shock impedance measurement of 3 ohms. A few days later, the ICD was explanted and replaced, and the non-boston scientific right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.